Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized at the time of the call due to problems with his kidneys. While reporting issues with calibration errors and sensor errors, the customer also reported recently visiting the emergency room due to a high blood glucose level . Blood glucose level was 408 mg/dl, but customer treated and was down to 270 mg/dl at time of the emergency room visit. Blood glucose level was 270 mg/dl at the time of the call. No further information was provided.